Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the visual inspection of the sample noted receipt of one suture and one needle. A tactile and microscopic inspection of the suture was performed with no abnormalities. It was observed that the returned needle was broken at the swaged end. Upon microscopic inspection of the needle, instrument marks were observed on the swage. As no sealed samples were included, functional testing was precluded. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during CABG procedure sutures were breaking and one of the needles broke in half. There was no injury to the patient.